Manufacturer narrative:
This report is submitted on september 07, 2022.

Event description:
Per the clinic, the patient experienced a middle ear infection (specific date not reported) and was treated with antibiotics (specific date, type and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the infection was in the middle and inner ear. Per the clinic, the patient also experienced an extrusion of the electrode lead into the external auditory canal. Subsequently, the patient was treated with steroid spray on (B)(6) 2021 and topical steroid on (B)(6) 2022. This report is submitted on october 07, 2022.

Manufacturer narrative:
Correction:there was no extrusion of the electrode lead into the eac. This report is submitted on november 3, 2022.